Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple drawers failed and was able to recover but failed again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the th gi1 main drawer 2.1 experienced multiple drawer failures over the last couple of weeks that could be temporarily recovered but failed again. A field service engineer inspected the half height drawer, performed an remove and replace of the retractor band, tested the drawer in hardware test application and with the pharmacy technician, verified that all cabling and hardware were in good working condition, and confirmed with the customer that no further issues occurred. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple drawers failed and was able to recover but failed again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple drawers failed and was able to recover but failed again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.